Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while advancing the enroute 0.014" guidewire, the guidewire buckled and a dissection was identified. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation is completed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while advancing the enroute 0.014" guidewire, the guidewire buckled and a dissection was identified. An unplanned additonal stent was placed to cover the dissection.